Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that out of range issues intermittently occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer went to the emergency room (ER) with a blood glucose (bg) level of 22 mg/dl. As a result of the low bg, the customer experienced a seizure, a fall, concussion, and bruising. Customer was treated with IV and fluids of saline and glucose to address the bg. Customer was discharged from the ER after 8 hours with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.